Event description:
The customer alleged that he performed a control test using his breeze2 system and received a result of 220 mg/dl. The normal control range was not provided, but should be around 95-130 mg/dl. No adverse events were alleged. The customer had used his neighbor's breeze2 control solution, but did not have it with him at the time of the call. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.